Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer stated ¿clips are sticking when firing¿ with the large hem-o-lok clip applier instrument. No fragment fell into the patient. The customer used a backup instrument and the procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the instrument did not have any loose cables. There was no damage to the patient¿s tissue. The or staff was able to remove and replace the affected instrument with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed and failed on multiple attempts. Upon visual inspection, the distal wrist did not exhibit any physical damage. The root cause was not determinable. Failure analysis found the secondary failure of broken input disk to be related to the customer reported complaint. The housing was removed for inspection and the instrument was found to have a broken input disk, likely causing the clip test failures. Hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. The root cause of broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the large hem-o-lok clip applier instrument (part number: 470230-12, lot number: n10210322-0170) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument was used for 6 minutes. The instrument had 27 lives remaining out of 100 maximum tool uses. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.